Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, episodes of false cardiac pauses were observed due to implantable cardiac monitor (icm) under-sensing. No intervention was performed, the physician elected to continue monitoring the patient. There were no consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.